Event description:
Lens didn't deploy correctly. During procedure, lens deployed into patient's eyes were trailing haptic was severed into the lens inserter. Lens had to be surgically removed from patient's eye and another lens deployed.